Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the intermittent response by button press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump had pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the device detects movement in hall sensor counts that are unexpected since the device did not command motor movement alarms noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing.